Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: annex b code was updated to "b01" annex c code was updated to "c070603" annex d code was updated to "d02" primary prod - batch/lot no. Was updated to "k10240606 0367".